Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Part not returned for analysis.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the blade would not seat fully. It was noted that the tip of the blade was "off". A second blade was used to complete the procedure and that the delay was noted to be "minimal". There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: MDR inadvertently filed under mfg ID 1723170. The correct mfg ID is 1045254. If information is provided in the future, a supplemental report will be issued.